Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 500mg/dl. Troubleshooting was performed. The customer stated that her glucose level was rising and she gave a shot of lantus, but her blood glucose continued to be high. The customer stated that she had bent cannulas twice. The customer stated that she ate a banana and peanut butter, which may have contributed to her high glucose level. The customer stated that the tape got stuck on the quick serter and the infusion set was not inserted properly. It was reported that insulin was not delivered due to incorrect insertion, and the customer was not receiving insulin for eight to ten hours. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.